Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 505 mg/dl at the time of incident and current blood glucose level was 274 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the syringes. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer was calling back to perform a high pressure test. Customer stated that they received no delivery alarm. Customer was declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.